Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/8/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: - besides the uterine bleeding, were there any adverse consequences associated with the patient? - quantity of blood loss? - patient weight? - was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. - could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. - what is the current status of the patient? --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2025 and suture was used. During the operation, suture was used for uterine suturing. The suture broke during the suturing process, resulting in increased uterine bleeding. A new suture was promptly replaced to continue suturing. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. The following information was received: received information as following from sales rep via phone today. After investigation, the patient was a 35-year-old woman who underwent cesarean section in the hospital on (B)(6) 2025. During the surgery, the surgeon used vcp1751d to perform the uterine tissue suturing (the specific suturing tissue level and suturing method were unknown). The suture broke during the suturing. The surgeon immediately replaced a new suture (the specific product information was unknown) to continue the suturing. The subsequent surgery went smoothly. This event led to an increase in the patient's intraoperative blood loss (the specific amount of increased blood loss was unknown), and no subsequent adverse event report was received.